Manufacturer narrative:
Date received by manufacturer (mo/day/yr) correction: date omitted on MDR 02. Should have been (B)(4) 2012.

Event description:
The generator analysis was completed. The device performed according to functional specifications. No eri flags were observed during testing. The device was continuously monitored for 24.25 hours. The programmed output current measured within limits and showed no signs of variation. Diagnostic values were as expected for the programmed settings. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Event description:
A patient's vns treating physician reported that they were having uncontrolled seizures and were admitted to hospital. The last battery life calculation performed on their device settings was in (B)(6) 2011 and indicated approximately 1.6 years remaining until eri. Currently there is approximately 0.6 years remaining, but because of the uncontrolled seizures they are replacing the battery prophylactically. Surgery has not been scheduled at this time. Good faith attempts are underway.

Event description:
Additional information was received that the patient's reported seizures were related to a low phenytoin blood level and do not appear to be vns related. The patient was hospitalized and their medications adjusted. Their vns device was not adjusted no other apparent reason for their breakthrough seizures. The patient had their vns generator replaced on (B)(6).